Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b3, b.5., b6, d6b., h.6.

Event description:
Device has been explanted.

Event description:
Patient reported right side rupture diagnosed via ultrasound and radial folds diagnosed via MRI, as well as ¿history of breast implant illness¿ and ¿. 8 x .5 cm hyperechoic mass like structure". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flaw opening, and observed a missing piece of shell assessed as inconclusive. ¿ other - medical: unable to observe as it is not related to the manufacturing process. ¿ crease / folding of implant: observed creases on device. ¿ lump/nodule: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, non-penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side rupture diagnosed via ultrasound. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.